Event description:
Customer reported that the nurse set-up zofran 25 mls as a secondary infusion. She noted that the zofran backed up into the primary drip chamber. She ran the medication in and then continued running chemo after that. Tubing will be sent back for investigation. There was no pt harm and medical intervention was not required. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.